Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that they received a battery out limit alarm. The customer's blood glucose was 188 mg/dl at the time of incident. The customer stated that the insulin pump shut off by itself then turn back on with a battery out limit alarm. The customer stated that they changed the battery but the battery icon showed empty and had a black circle. The customer was offered to troubleshoot but the customer stated that they already got a battery cap and did not resolve the issue. The insulin pump will be replaced and will be returned for analysis.